Manufacturer narrative:
Pump received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump had a cracked display screen and battery compartment. Customer was unaware of how the damage occurred. Blood glucose level was 220 mg/dl at the time of the call. No further information was provided.